Event description:
The customer discovered questionable vancomycin results for three patient samples after they received complaints and requests for repeat testing from the pharmacy. Data could only be provided for two patient samples. Patient sample 1 initial result was 3.5 ug/ml and the repeat result was 16.7 ug/ml. On (B)(6) 2014, patient sample 2 initial result was 6.8 ug/ml and the repeat result was 20.9 ug/ml. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Information concerning if any patient was adversely affected was requested, but it was not known. The vancomycin reagent lot number was 69478601 with an expiration date of 04/30/2015. The field service representative could not find a cause. He checked proper operation of instrument and performed precision checks for vancomycin on level 1 and 2 control materials. The operational checks passed within specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the calibration and qc data calibration did not indicate a reagent issue. As no issue was found with the analyzer and precision testing was acceptable an instrument issue could be excluded. The cause was most likely preanalytic as the issue was sporadic and no other issues could be found.